Event description:
N/a.

Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (may-2019 through apr-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that the touch screen in the cardiosave intra-aortic balloon pump (iabp) was not working and it was noticed when the customer's user was trying to deactivate the network settings. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the lcd touch pad. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
The device has not been returned to the customer. The field service engineer (fse) did not complete the repair and as soon as it is performed, we will submit a supplemental report. (B)(6).

Event description:
It was reported that the touch screen in the cardiosave intra-aortic balloon pump (iabp) was not working and it was noticed when the customer's user was trying to deactivate the network settings. There was no patient involvement, and no adverse event reported.